Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had acute pain around the pump pocket area for the (B)(6). The patient's health care provider gave the patient an injection in the area to break up the scar tissue and helped, but the could still not lay flat to sleep because it was be painful and the patient would not be able to get out of bed. The patient also had constipation due to the medication. The patient also reported that he had withdrawal. The patient had to be hospitalized from late on a friday for (B)(6) and then (B)(6) the health care provider filled his pump and he was fine. The drugs used in the pump at the time of the event were morphine and bupivacaine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.